Event description:
Information received indicates the head up function is only working intermittently.

Manufacturer narrative:
The technician found that after replacing the hydraulic manifold the head up function was working intermittently. The technician removed the CPR valve, cleaned the valve seats and reinstalled the valve which restored the head up function.